Event description:
It was reported, the patient is experiencing stimulation in the wrong location from his scs system as well as ineffective stimulation due to auto-reducing. An sjm representative met with the patient but was unable to provide effective stimulation through reprogramming. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's entire scs was explanted on (B)(6) 2015.